Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus element china clinical study it was reported that in-stent restenosis and angina occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the mid left anterior descending (lad) artery with 80% stenosis, and was 28mm long with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with pre-dilatation, and placement of 2.50x28mm promus element &#10244;rug-eluting stent with 0% residual stenosis. Fourteen days later, the patient returned to the catheterization lab for stent placement to the target lesion. The target lesion #2 was located in the distal left circumflex (lcx) artery with 85% stenosis, and was 38mm long with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with pre-dilatation, and placement of 2.50x38mm promus element drug-eluting stent. Following post dilatation, residual stenosis was 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. Nine days later, the 80% in-stent restenosis in previously placed study stent located in the mid lad was treated with percutaneous coronary intervention (pci) and medication with 0% residual stenosis. Eight days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.